Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4)

Event description:
The manufacturer representative (rep) met with the patient for reprogramming. The patient stated that spinal cord stimulation (scs) had not been used in 18 months due to other family issues. Upon turning it on, reprogramming was attempted, but stimulation was only felt at the base of the neck. The physician ordered x-rays. The x-rays confirmed that the leads had moved down from their original position. There was no report of falls or accidents since scs implant. The patient noted having been adjusted by a chiropractor in the last 18 months. Surgical intervention had not occurred, nor was it planned; the patient refused to have the system replaced at this time. Additionally, the patient stated that stimulation did help, but had too many other responsibilities at this time.